Event description:
From staff: the robotic xi vessel sealer alerted that it could not be utilized because the blade was potentially exposed, the scrub and physician's assistant attempted to reset the instrument, still alerting, instrument removed no exposed blade noted.